Manufacturer narrative:
Information pertaining to lead was severed was reported in manufacturer report #3004209178-2017-24157. All additional information will be noted in this report going forward. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was lead migration and fracture. The patient did not experience symptoms related to the event because the fracture of the lead likely occurred during incision to implant permanent lead. During removal of temporary lead, it was noted that the permanent lead was severed (likely related to the surgical incision). The leads were also noted to have shifted. Entire new system was implanted and tested for efficacy. Diagnostics and/or procedures included surgical observation which resulted in lead severed during surgical incision on (B)(6)2017. It was reported to be unlikely related to the device or therapy and possibly related to the implant procedure. The entire system was explanted/replaced on (B)(6)2017 where the disposition was unknown. The adverse event was resolved without sequelae. No further complications were reported/anticipated. Information pertaining to lead was severed was reported in manufacturer report #3004209178-2017-24157. All additional information will be noted in this report going forward.

Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead .

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a study patient who completed stage 1 of implantation and during stage 2, the permanent lead was severed during excision of the temporary lead. Because of this, the test stimulator was redone with a new device (and was effective) and a new generator was then implanted. There was a report that the permanent lead was severed most likely during the opening of the incision to complete stage 2 of implantation. The patient had stage 1 completed 7 days prior to this procedure. There was a report that the temporary and permanent leads were implanted during stage 1. No further complications were reported/anticipated.